Manufacturer narrative:
This incident was caused by user error. This was not a product problem. H3 other text : user error, not device problem

Event description:
Dealer claims the end user set the unit on fire with a cigarette lighter and what the fire didnt damage, the fire department got wet and damaged the electronics.